Event description:
The uv trnasfer set separated from the port of a twin bag when the pt moved his body during an exchange. The affiliate reports no pt injury or medical intervention as a result of the incident.